Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had buckling folds in the middle of the cylinder, a hole with a leak at corner of a fold in the middle of the cylinder and had wear at fold in the proximal end and middle of the cylinder. The second cylinder passed visual and leakage testing. The pump tubing was cut down to the pump block and not returned. The pump passed functional and leakage testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.